Manufacturer narrative:
Patient identifier not available from the site. Device lot number, or serial number, unavailable. The instrument was discarded, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that there was no problem till registration. The operative field became sterile and when the stylet got close to the sterile operative field, the recognition was unstable. Adjusting the position of metal and emitter was performed, but no improvement was seen. The procedure was completed with the continuous use of the navigation system and there was no impact on patient outcome.